Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that it was found that there was no image from the sdi [1] in connector and the sdi [2] in connector. The image from the dvi in connector has intermittent flickering /green lines. There was also no image from the composite in connector. The user used the y/c in connector to connect the processor with monitor and completed the intended procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board. Olympus medical systems corp. (Omsc) reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, there was the possibility that this phenomenon was attributed to the failure of the printed-circuit board. The exact cause of the failure of the printed-circuit board could not be conclusively determined.